Event description:
A report was received that a patient's generator was being removed due to a lack of efficacy and pain at the generator site. Further information with the patient's surgeon revealed the device was explanted because the patient's mother thought it was uncomfortable for the patient. The generator has been returned to the manufacturer and product analysis is in progress but has not been completed to date. A review of the manufacturing records for the implanted generator confirmed it had passed all quality inspections and was sterilized per specifications prior to release for distribution. No further relevant information has been received to date.

Event description:
Patient's surgeon reported that concern of the implanted generator leading to a serious injury was not a factor in the (B)(6) 2017 explant. He indicated that it was only an issue of comfort for the patient. Product analysis on the generator was also performed. Results showed the generator performed within its specifications and was able to deliver the expected output current. No functional issues were identified. A review of the generator data showed the manufacturer's stored impedance value as the current impedance. There was also no indication of an impedance change. These observations indicated a system diagnostic had never been run on the generator prior to product analysis because the generator was never turned on while implanted. No further relevant information has been received to date.